Event description:
Pt presented to the hospital in 2007 with persistent right pleural effusion, right lung infiltrate and fevers. Pt initially had heplock inserted and was treated with avelox and zosyn empirically. Pt's g-tube had also fallen out prior to admission, so pt had it replaced surgically in 2008. The following month, pt had a triple lumen catheter inserted - hospital standard flush protocol was followed for all lines and included the use of both saline and heparin flushes by our nursing staff. In the morning six days later, pt received 1 unit prbc for anemia. Late on the same day, pt developed new onset fever, diaphresis, hypotension, and rigors. Pt thought to be clinically septic. Vancomycin, tobramycin, and imipenem were started empirically for this new infection, and blood cultures and catheter tip cultures taken were positive for serratia marcescens. The vancomycin was discontinued two days later. Pt started cipro 500mg po bid the same day, with orders to continue therapy through the following twelve days. Imipenem and tobramycin were then discontinued ten days after the original date, patient's IV line was removed. Dose or amount: 5 ml and 10 ml, frequency: ud prn, route: IV. Dates of use: 2007 - 2008. Diagnosis or reason for use: patency of IV line.